Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that implant was removed due to nerve injury. Patient developed post operative (r) mental nerve paresthesia following implant placement (r) mandible, implant removed. Tooth site # 46. Symptoms as a result of the event: paresthesia.